Manufacturer narrative:
The device was returned to the MFR for eval. The pump was returned with the percutaneous lead cut approx 5" from the pump end bend relief and the severed portion was not returned. The sealed inflow conduit and outflow graft assemblies were returned and secured to their respective pump ports. The pump was disassembled and examination of the pump blood-contacting surfaces did not reveal any evidence of deposition of thrombus. The inflow and outflow grafts showed no evidence of kinking or twisting that may have caused a flow obstruction. The visual inspection of the bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. The eval did not reveal a device related issue and the cause of the reported "low flow" alarms could not be determined. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been experiencing "low flow" alarms and low flows. The pt was started on heparin and the speed increased. The flows improved to the 3.5 range. The pt was moved up on the transplant list and remained in hosp while waiting for a transplant. The following day, the MFR's clinical rep was contacted by the vad coordinator confirming that a heart was available and that the heart transplant had taken place the previous night.